Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative spinal stenosis underwent crosslink placement after t11 pelvis fusion. Intra-op, the set screws broke into two fragments. No fragments remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination identified witness mark on the external hex, consistent with final tightening. Optical, and microscopic examination of the internal hex of the set screw did not identify witness marks consistent with secondary torque. Tl hex driver used during tightening not returned for analysis. Unable to determine root cause of tip shear of the break off set screw¿s from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.